Event description:
A customer reported via health authority that the cutting speed of the vitrectomy probe was 2500 cuts per minute (cpm), and it could not be adjusted to 10000, made it impossible to perform cutting during vitrectomy surgery. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).